Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced excessive bleeding during insertion. At the time of the event, patient reported that he was transported to the ER by an ambulance; after which the patient reported receiving 3 stiches while in the ER and the patient's doctor indicated that the patient should not use the device for one week. At the time of the call, patient reported use of several medications, one of which was a blood thinner. No further medical intervention was required. At the time of the call, patient reported feeling fine.